Event description:
It was reported that during an unknown procedure, two devices malfunctioned. The devices were misfiring and the clips were crossing. Another device of a different size was used to complete the procedure. No known adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4).